Event description:
Tecan was notified by distributor in (B)(6) of an error where the liquid handling arm on the evo 100 collided with the wash station during movement along the x axis. Operator reported a spark from the back of the liquid handling arm and instrument was shut down. There was no injury to any personnel or damage to the facility. Evo instrument was no longer operational.

Manufacturer narrative:
Tecan evaluated the liquid handling arm noting that the tantal condenser capacitor c41 overheated which resulted in smoke development and destruction of pcb boards. The assembly has been sent to supplier for further investigation. The results from that investigation will be documented in a follow up report. This appear to be an isolated event. There was no facility damage or injury to any laboratory personnel.